Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted by the event. Reportedly, the malfunction was resolved and the customer was able to resume insulin delivery on their pump.